Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. A return material authorization (RMA) was issued requesting to have the intuitive surgical, inc. (Isi) device returned. Site reported they have discarded the instrument.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, surgeon had trouble with a vessel sealer (vse) instrument sealing issue. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site discarded the vessel sealer extend (vse) instrument associated with the reported issue.